Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer took themselves to the emergency room (ER). The customer stated they experienced an elevated blood glucose (bg) level all day however, no specific bg value was provided. The customer was unsure of the cause of the elevated bg level. The customer's bg level had returned to their target level when the arrived at the ER but the customer still had a medium to large level of ketones. While in the ER the customer received fluids intravenously. Upon leaving the ER the customer stated they felt much battery and the ketones had cleared.